Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had volumetric accuracy issues, pulling up "1ml" of liquid while the other bd syringe pulled up ".9ml". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we normally use the bd 1ml syringe cat#309628 and recently depleted our stock on these and started to use the medline 1ml syringe cat#syr101010 as a sub. Once we started to use these we were receiving complaints that they weren¿t the same amount as the bd syringe that it wasn¿t the same. So we did our own experiment and pulled up 1ml with both syringes and the medline one did have 1ml, the bd one had .9ml and then we tried cat#309657 the bd 3ml syringe and that pulled up 1ml".